Manufacturer narrative:
The devices were discarded by the medical facility and will not be returned. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2366-70, serial: (B)(4).

Event description:
It was reported that the patient felt unwell and exhibited redness and swelling around the lead sites. The physician assessed the patient had an infection caused by an abscess at the lead suture sleeve site. The patient underwent a system explant procedure and was administered antibiotics. The patient was doing well post operatively.